Event description:
It was reported that vessel occlusion and hypotension occurred. Access was through the right transfemoral artery. Pre-dilation was performed as directed in the directions for use. Post deployment of the 23mm lotus edge valve, the patients blood pressure decreased. There was a decreased blood flow from the left main(lm) artery to the left anterior descending (lad). Thrombectomy was attempted but no clot was present, assumed calcium embolism. A intra-aortic balloon pump(iabp) was placed and the lm to lad was stented. The patient stabilized and is doing well. It was further reported that on the same day of the index procedure, the patient developed cardiac arrest and aortic dissection.

Manufacturer narrative:
H3: device eval by manufacturer: the device was not received for analysis. The valve was deployed and remains in the patient. Media was received and reviewed by a bsc quality employee. The media contained three screen images of the released valve. The images did not identify any occlusions in the valve. H6: patient codes: updated.

Event description:
It was reported that vessel occlusion and hypotension occurred. Access was through the right transfemoral artery. Pre-dilation was performed as directed in the directions for use. Post deployment of the 23mm lotus edge valve, the patients blood pressure decreased. There was a decreased blood flow from the left main(lm) artery to the left anterior descending (lad). Thrombectomy was attempted but no clot was present, assumed calcium embolism. A intra-aortic balloon pump(iabp) was placed and the lm to lad was stented. The patient stabilized and is doing well.